Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified cartridge alarms occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. The cartridges were reloaded resolving the alarms. No additional information was provided.